Manufacturer narrative:
No battery was sent in for evaluation.

Event description:
The customer called into philips to report that the device has battery related issues. There was no reported patient involvement.

Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem was duplicated during lab tests. The reported problem was verified/duplicated during lab tests. The failure was traced to physical damage to j1 pin 2 and 8.